Event description:
It was reported that the customer did not fill correctly and the plunger fell out. Customer also mentioned a no delivery alarm, however declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.